Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump over infused during an infusion of insulin. There was an entry in the interoperable library for insulin of variable which allowed the nurse to administer the bag at 200ml/hour instead of the usual 0.5ml/hour. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information b5: further information was received that the patient received the incorrect infusion of insulin as an incorrect drug library was installed on the pump. The rapid response team was called for patient intervention. It was confirmed that the pump now has the correct drug library installed. Additional information h6: medical device problem code. Correction h6: health effect-clinical and impact codes. The device was not returned therefore, a device analysis could not be completed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Per a warning in the spectrum iq operator's manual, 41018v0900: "current drug library. Do not put the pump into service for patient use until the most current drug library is loaded and the network configuration file is loaded. Failure to do so can result in risk of death or serious injury. The spectrum iq infusion pump (new or serviced) is shipped with original factory defaults. All customized drug library and network configuration files have been cleared. Pumps with no drug library loaded will only have basic mode operation available." Should additional relevant information become available, a supplemental report will be submitted.